Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and pacing impedance measurements less than 100 ohms. The patients' physician had scheduled the patient for a bypass procedure, and likely a lead revision procedure would occur at that time. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.